Event description:
It was reported that the user, awaiting an ilet replacement, experienced high blood glucose without access to backup therapy or blood glucose measurements, and was advised to seek hospital care. Symptoms included hyperglycemia. Outcomes included temporary interruption of diabetes therapy and need for urgent medical evaluation. Investigation included complaint intake and troubleshooting with user education. Investigation of this case revealed insufficient available data to identify a device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.